Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and the rotation tab bent. A clip was partially loaded incorrectly into the jaws of the device. It was observed that the feeder was to the side of the clip. The returned sample appears used as there is biological material present on the device. The partially loaded clip was manually removed , and the trigger cycle was completed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The indicator clip fired indicating that there were no clips remaining in the device. Although there were no clips remaining to test, the bent rotation tab and the clip returned with the feeder to the side of the clip are indications that the clips were out of position and stacking on one another. The sample was received with only the partially loaded clip remaining, indicating that 14 clips were fired by the end user. A non-conformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips jamming" was confirmed based upon the sample received. One device was returned with its trigger partially engaged and the rotation tab bent. A clip was partially loaded incorrectly into the jaws of the device. It was observed that the feeder was to the side of the clip. The sample was received with only the partially loaded clip remaining, indicating that 14 clips were fired by the end user. Upon functional inspection, the indicator clip fired indicating that there were no clips remaining in the device. Although there were no clips remaining to test, the bent rotation tab and the clip returned with the feeder to the side of the clip are indications that the clips were out of position and stacking on one another. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A non-conformance has been opened to further investigate this issue.

Event description:
It was reported that the clips get jammed in the shaft and when another device was used, the same issue occurred. The clip would become detached from the jaws at the hinge and proximal end would move out of the jaws to the side as the surgeon attempted to close jaws.

Manufacturer narrative:
Qn# (B)(4). The device history review for the product auto endo5 ml lot #73j1800483 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips get jammed in the shaft and when another device was used, the same issue occurred. The clip would become detached from the jaws at the hinge and proximal end would move out of the jaws to the side as the surgeon attempted to close jaws.